Event description:
It was reported that the patient's ipg became inoperable and stopped providing therapy. It is unknown if the ipg reached normal end of life or not. As a result, surgical interevntion was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.